Event description:
On (B)(6) 2005, a perigee sling was implanted. Plaintiff's attorney has alleged that, "after, and as a result of the implantation" of the mesh products, "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries." It was also alleged that plaintiff had suffered harm, pain and suffering, physical injury, and bodily impairment resulting in permanent physical deficits, chronic and debilitating pain, permanent impairment, hardening, worsening urination, has and will require surgery and healthcare, has and will suffer mental anguish, has a diminished capacity for the enjoyment of life and "other such damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.